Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The stapler was returned out of its original packaging. The plastic retainer of the package was returned, but the lid stock was not returned. The returned package was visually examined with and without magnification. Visual examination of the returned package revealed that the sterile barrier was intact. No issues were found with the integrity of the sterile barrier on the packaging as no blemishes or abnormalities were observed. Additionally, the plastic retainer was not cracked or damaged. Based on the condition of the returned sample, there is no evidence to suggest a manufacturing related root cause. Without the lid stock, the reported defect of broken packaging could not be confirmed. A corrective action is not required at this time as the complaint issue could not be confirmed. Only the plastic retainer of the packge was returned and there were no issues found with it. The reported complaint of "packaging damage - info not provided" could not be confirmed. Only the plastic retainer of the package was returned. Visual examination of the returned package revealed that the sterile barrier was intact. No issues were found with the integrity of the sterile barrier on the packaging as no blemishes or abnormalities were observed. Additionally, the plastic retainer was not cracked or damaged. Based on the condition of the returned sample, there is no evidence to suggest a manufacturing related root cause. Without the lid stock, the reported defect of broken packaging could not be confirmed and a root cause could not be determined.

Event description:
(B)(6) 2021 the package was found broken prior to the patient.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot# 73d2100944 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021 the package was found broken prior to the patient.